Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evalu ation on-going. Device not returned

Event description:
(B)(6). During surgery the pin broke at the beginning of the thread and the broken part could not be removed from the bone without causing considerable damage. So the pin remained in the bone. An additional x-ray was necessary. No report to the national authority was made by the hospital. Unfortunately the broken pin was disposed. Components in use listed as concomitant devices are: np587r / threaded pin headed 3.2mm x 75mm, ns586r / iq e.motion 4-in-1 fem.cutting guide f6.

Manufacturer narrative:
Investigation: due to the circumstances that we did not received any devices an investigation with regard to the breakage surface is not possible. The device consists of the material: x46cr13 and is not intended for a permanently remaining in the body because this pin is not made of implant steel. Conclusion and root cause: due to the circumstance that we did not received any devices, it is hardly possible to determine a conclusion and root cause. We assume that the mentioned failure is not product related. Rational: it could be possible that due to many application, the material weakened, caused by wear/lifespan and due to an overload situation the pin has broken. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.